Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the 4 soft keys, setup, ok, run, #0, #1, and #3 keys to work intermittently and the remaining keys to be inoperable upon turning the pump on. It was determined the cause was a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a damaged keypad, which was clarified during baxter's evaluation as an intermittent and inoperable keypad response. It was also reported there was no patient injury.